Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested event was not confirmed, and the root cause could not be identified. No further information could be obtained. The suggested event can be detected by handling the device in accordance with the following instructions for use (IFU): inspection of the instrument channel and forceps elevator. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited biopsy channel blocked and unable to pass forceps. There were no reports of patient involvement.